Manufacturer narrative:
All available information was investigated and the returned device analysis confirmed the reported leak from the lock lever during preparation, however could not confirm the reported physical resistance/sticking and noise. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the lever leak was due to polyimide tubing protrusion. A cause for the polyimide tubing protrusion, the reported physical resistance/sticking and audible noise from the lock lever all could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported that during preparation of a clip delivery system (cds), the lock lever cap was extremely tight to open. A ratchet-like noise was heard when attempting to open the cap. A cloth was placed over the cap, and it was able to turn to open. However, a leak from the cap was observed and therefore, the cds was not used in the patient. The procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.